Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display and failed battery test. The customer¿s blood glucose level was 231 mg/dl. Customer stated insulin pump stopped working and got a failed battery test, stated that she changed the battery but then was only able to see the bottom have of the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, battery out limit or failed battery test alarm due to missing segment.